Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus was observed on the catheter. Additional information was received on 2/8/19, indicating the system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. Generator parameters were set to power control mode. The maximum ablation time per point was 1 minute 53 seconds, output was 25-40 watts, contact force values was an average 18 g, irrigation flow rate was in the range of 30 watts or less 10 ml / min - 31 watts or more 18 ml / min, radio frequency delay time was 1 second, and post radio frequency was 2 seconds. An unspecified anticoagulant was administered to the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. The signal interference (noise/loss) was observed on carto system only. A body surface electrocardiogram polygraph was available for the physician to monitor the patient¿s heart rhythm. The investigational analysis completed on 2/11/2019. The device was visually inspected and thrombus was observed on the tip. During the second visual inspection, no thrombus was observed. It could be related to the decontamination process. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. The customer complaint was confirmed, the root cause of the thrombus observed could be related to the procedure. Manufacture reference no: pc-000343402

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus was observed on the catheter. The catheter was replaced. The thrombus observed on the catheter has been assessed as MDR reportable. No adverse patient consequences were reported.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus was observed on the catheter. The catheter was replaced. On 1/8/2019, information was received indicating the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 1/17/19, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found red brown foreign material on the dome. The observed foreign material has been assessed as MDR reportable. These findings confirm what was previously reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref no: (B)(4).